Event description:
It is reported that the nail cap inserter caused the nail cap to become cross threaded upon insertion.

Manufacturer narrative:
Evaluation summary: the returned nail cap inserter appears to be in fairly good condition and the threads of the inserter link which engage with the nail cap is intact and conforming to specifications. The instrument was also tested and worked satisfactorily in the lab. However, the probable cause for cross threading could be tightening with incomplete engagement of the inserter link threads into the nail cap. This could lead to off-axis seating of the cap onto the nail. In this condition, when additional torque is applied on the articular handle, threads tend to lock or become cross threaded. Evaluation device history records indicate device manufactured to specification. As returned, the nail cap inserter exhibits some damage to the u-joint of the device. The sides of the distal portion of the u-joint have flared out and show some deformation damage to the exterior surfaces.